Manufacturer narrative:
January 19, 2016 10:17 am (gmt-5:00) added by (B)(6): since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal failed to properly open when it was deployed in the patient's aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product was discarded and is not returning.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring proximal seal failed to properly open when it was deployed in the patient's aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product was discarded and is not returning.